Manufacturer narrative:
A maquet field service technician (fst) inspected the device. The end cap was replaced and secured in place with 2 screws. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the end cap. The powerled series operating manual includes a verification of all the covers during yearly maintenances. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer complained that the rubber cap fell off of the bottom part of the light and was missing in the or#21. There was no patient present when the event occurred, and no injuries were reported. (B)(4).